Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged central processing unit printed circuit board (cpu pcb). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the damaged cpu pcb is unknown. No repairs were made to correct the reported condition and the customer was given a replacement device. If any additional information is received, a follow up MDR will be sent.